Event description:
It was reported that prior to the start of an angioplasty procedure, the physician opened the device packaging for a 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31811365) for inspection. The proximal part of the cerebase catheter was found cracked. It was not used for the procedure, in the patient. A photo was included in the complaint file; the photo will be reviewed by the product analysis team.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The photo review is documented below. [Photo review]: the photo captures the proximal end of the cerebase with a cracked condition right next to the ID band, not fully separated, the catheter shaft is still connected by the internal braid. No other damage was observed. The reported issue regarding the proximal part of the cerebase catheter found cracked was confirmed based on the observed cracked condition. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31811365) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of the (B)(4) quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.